Event description:
The customer reported that the insulin pump had a blank screen. Troubleshooting was performed. The device rested and the battery was changed, but the display did not return. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.